Event description:
The manufacturer received information alleging an everflo caught on fire. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for further investigation. The device was visually inspected by the manufacturer. The manufacturer observed the patient's tubing had ignited and caused cosmetic damage to the enclosure of the device. The internal part of the device was inspected by the manufacturer. The manufacturer found no evidence of thermal damage but did find evidence of liquid ingress. The manufacturer found 2 locations on the external part of the device that are blackened/soot covered around the patient tubing and where the patient tubing would lay. The manufacturer determined the thermal event originated from an external source. Product labeling states, "oxygen vigorously accelerates combustion and should be kept away from heat or open flame. Not suitable for use in the presence of a flammable anesthetic mixture with air or with oxygen or nitrous oxide. Do not smoke, allow others to smoke or have open flames near the concentrator when it is in use. Do not use oil or grease on the concentrator or its components as these substances, when combined with oxygen, can greatly increase the potential for a fire hazard and personal injury." The manufacturer concludes there was no evidence of thermal damage internal to the device. The thermal event originated from an external source.